Event description:
It was reported that (1) mcs20 was used during a CABG procedure. It was reported by the rep that the mcs20 clips did not advance in applier. Therefore clipper was going through the clipping motion but no clips were placed on vessel. A new clip applier was opened to completed the case and there was no consequence to pt.